Manufacturer narrative:
Title: a transabdominal robotic purse-string suture technique for transanal total mesorectal excision source: journal of laparoendoscopic <(>&<)> advanced surgical techniques volume 31, number 8, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between april 2017 and november 2020, during anastomosis using a single stapling technique (sst), during the transanal total mesorectal excision (tatme) of mid-rectal or lower rectal cancer. Twenty-seven patients were allocated to two groups (the robot group and the transanal group). Complications included are, in the transanal group, five of the sixteen cases had incomplete donuts, with muscular defects that required the placement of additional sutures. Two patients had minor anastomosis leakages that also occurred in the same group.